Event description:
Pt was revised to address incorrect patella alignment, which had caused the metal on the patella to articulate on the femur, causing metallosis and wear. Loosening of the femoral component and osteolysis were also reported.

Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the warsaw and intl complaint database did not find any add'l reports of this nature for the prod code/lots provided since their respective release for distribution. Although the exact root cause could not be determined, positioning of the patella component during initial implantation may have been a contributing factor. No evidence was found that would suggest prod error was a contributing factor. The initial report states that it is not suspected that the prod failed to meet specs or contributed to the reported event. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.